Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The power-up failure was caused by a defective j505 connector on the jtag table board. Pins 1 and 2 were shorted together on connector j505. The root cause for the shorted pins on j505 could not be positively identified. No adverse event resulted from the shorted pins. The patient received a replacement monitor.

Event description:
A (B)(6) male patient caled zoll customer support to report that his monitor was not powering up. The patient was issued a replacement monitor.